Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod advanced to the cartridge tip. The cartridge tip was also observed to be bent, in a way consistent with a handpiece that was dropped. Furthermore, a crack that started in the cartridge tube and ran to the cartridge tip was also identified. The complaint issue of cartridge crack was confirmed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) exited the side of the cartridge during implant preparation and prior to implantation. It was confirmed that the tip of the cartridge was in contact with the patient eye at the time of the issue occurring. Through the evaluation of the returned product cartridge tip damage was identified as well. No further information available.